Manufacturer narrative:
(B)(4). The customer did not provide any patient demographics such as age, sex, weight, or date of birth. The battery on the ventilator was replaced. Due to the lead battery acid content and global trade restrictions, the defective battery could not be returned for failure analysis testing. When attempted to have the battery sent to our germany facility, the customer did not respond. Conclusion: the ventilator was brought and checked at their lab, and it was found that there was no power at the battery connector. After internal battery was replaced, the ventilator was checked, and it worked without any problem. Upon further evaluation, it was found that the fuse between the defective battery was burnt.

Event description:
The customer reported that the ventilator was on a patient and it stopped working during a power failure without showing any alarms. The patient's mother was at bedside and started him immediately on the ambo bag. The senior medical technologist at the hospital came immediately and noticed that the power had turned back on, but the internal battery was not charging. The customer reported no harm or injury to the patient.